Event description:
Volcano catheter would not track over a benson .035 wire. It was then tried to track over a glidewire, which failed to track over it as well. A new catheter was used and worked fine.

Event description:
Volcano catheter would not track over a benson .035 wire. It was then tried to track over a glidewire, which failed to track over it as well. A new catheter was used and worked fine.